Manufacturer narrative:
The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. A definitive root cause could not be determined. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the peel-away sheath of a turbo-ject® single lumen power-injectable PICC line broke during initial implant. The customer provided additional event clarification stating that one wing of the sheath came off during implant. The other wing remained unaffected and was used to remove the remaining sheath and complete the implant of the PICC line. There were no adverse patient consequences. No further procedure or patient information is available.